Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving compound morphine 19mg/ml for a total dose of 9.5mg/day and compound baclofen 5.4mcg/ml for a total dose of 2.7 mcg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported they suspected a pocket fill. During the call the healthcare professional (hcp) also stated that twice they have been in a situation where they were concerned about a pocket fill. Hcp stated the patient was seen by a cardiologist. It was noted that the pump was refilled and they suspected a pocket fill. This time they monitored the patient themselves following the refill. After this second occurrence they started weaning the patient off of baclofen and the baclofen is no longer in the pump. It was noted that the baclofen has not been in the pump for over a year; going back to at least (B)(6) 2015. It was unknown if any symptoms were reported. Event date was unknown. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted. (B)(4) -cannot locate septum, (B)(4) -pocket fill #1, and (B)(4)-empty pump; missed refill.